Event description:
A surgeon reported that 10 minutes into a vitrectomy procedure, bubbles were observed inside the patient¿s eye. Some of the bubbles were removed through aspiration. The case was completed without harm to the patient. Add¿l info has been requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).